Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Qty 2. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When scrub nurse broke the neck of the ampule, shards of glass from the ampule fell into the solution and also into the cement powder. All shards of glass were found and removed from the cement mixture prior to mixing. Neck of ampule did not break cleanly